Event description:
Caller states patient tested 315 mg/dl on inform system 1 and result of crlo (32 mg/dl) on inform system 2 within 10 minutes. Inform systems used comfort curve test strips. A lab value drawn 3.5 hours prior to the inform values returned as 24 mg/dl and was reported two minutes before the result on inform system 1. Patient was unresponsive when the inform values were obtained. Patient was treated with dextrose 50% based on lab and inform system 2 values; patient made a full recovery. No adverse event related to the device was reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551304, expiration date 09/30/2011). (B)(6). Will not be returned to manufacturer.